Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that the leads are not measuring correctly. The device was in clinical use. There was no report of patient or user harm.